Event description:
It was reported that during a da vinci si hysterectomy procedure, the physician was using the permanent cautery hook instrument to hold the uterus out of the way while cauterizing around the cervix. During use, the instrument broke and pieces fell into the patient. A grasper was used to retrieve the broken pieces. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal clevis was dislodged from the main tube and a piece approximately .45 x .18 in size was found missing from the clevis. No other damage was found.